Event description:
A mother reported that her son was diagnosed with corneal ulcers, iritis, and corneal abrasion in the right eye (od) while using renu with moistureloc multi-purpose solution. The mother stated that her some was treated with isopto 2%, zymar, homatropine, erythromycin ointment and vicodin. The mother stated that her son has irreversible damage and scars on the eye. The patient's physician reported that in 2006, the patient presented with complaints of redness, eye pain and swelling of the right eye, blurred vision, and photosensitivity. The patient was diagnosed with corneal ulcer od and corneal abrasion od. The ulcer was located in the central 4mm of the cornea. This physician attributed the patient's event to soft contact lens wear. The patient was referred to an eye center. The patient was also seen by a corneal specialist that same day and a corneal ulcer od was confirmed. The patient was prescribed zymar, homatropine, and erythromycin ointment for 6 days. The corneal specialist reported the patient had recover with no permanent damage in the eye.

Manufacturer narrative:
Although this complaint is unrelated, bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link, but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.